Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in three (3) repeated peritonitis cases. The breach in aseptic technique was further described as poor hygiene. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medicine (intraperitoneal) for peritonitis. The patient outcome was not reported. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.